Event description:
This report is #4 of 4 for the same event. In (B)(6) 2012, anticipated, but unreported events were discovered during a routine review of a (B)(4) study that was closed to accrual. These anticipated events were verbally discussed with our local irb as part of an overall discussion of the study prior to final closure of the study. At the irb's request, these anticipated, but unreported events were officially submitted to the institutional review board of record on (B)(6) 2012. These anticipated events were "previously identified in nature, severity, or degree of incidence in the investigational plan or application" [21 cfr 812.3 (s)]. The anticipated problems reported were defined in the irb approved icf, the operative consent, the synthes manual, and synthes' parent guide. However, the institutional review board of record feels that the event meets the criteria of a "serious injury" as defined in 21 cfr 803.3 (3) and is requiring that the event be reported by the site directly to the FDA, in addition to the report already submitted to the sponsor. Below, please find the description of the events: on (B)(6) 2011, a surgical intervention was conducted for an upper cradle that eroded through the rib.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn, as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Additional info from the user facility report: brand name: vertical expandable prosthetic titanium rib, common device name: veptr, (B)(6).